Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 21mm sjm regent heart valve w/ flex cuff was chosen for a procedure. The valve was successfully implanted. After extracorporeal circulation, a transesophageal echocardiogram showed patient had paravalvular or intra-prosthetic leak moderate degree, eccentric. The valve was removed and a 23mm non-abbott valve was implanted. There was a increased time in the operating room. The patient was reported stable.

Manufacturer narrative:
An event of moderate central regurgitation and perivalvular leak after extracorporeal circulation was reported. The device was returned for investigation and no anomalies were found with the device. Both leaflets were able to fully open and close with no resistance. The valve was able to be rotated freely. The functional testing confirmed that hydrodynamic parameters of effective orifice area and regurgitation fraction met the product requirements when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, including functional testing at the time of manufacturing, and the product met all specifications. Based on the available information, the cause of the reported perivalvular leak and central regurgitation could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances as the valve was explanted and a replacement was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.